Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 26, 2012 ¿ august 27, 2012. The device was received for evaluation. Visual inspection revealed a foreign particle inside of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign particle in a large volume intermate device. This observation was made after compounding the device with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.